Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. The users blood glucose (bg) level was 225 mg/dl. There was a delay in clearing the alarm; however, insulin delivery was resumed. It was confirmed that the user had an alternate method of insulin delivery. A follow up with the user indicated that their bg level was 118 mg/dl.